Event description:
It was reported that high out of range shock impedances were reported on this right ventricular (rv) lead. The impedances were noted to be consistently high and gradually increasing, before recently becoming out of range at 140 ohms. Technical services (ts) was contacted for troubleshooting recommendations. This rv lead remains in-service. No adverse patient effects were reported.